Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial to treat low back and right lower extremity pain. When in recovery, the patient began to experience new onset of left foot and left calf pain. Pain was excruciating when touch, along with any movement of left lower extremity. Symptoms persist despite stimulation was off. The physician noted that a nerve may have become irritated when driving the lead. The leads were explanted and symptoms resolved. The facility disposed of the explanted leads.